Manufacturer narrative:
Section b3: correction no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Description of event or problem: additional information. Device manufacture date: correction. Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed low flow alarms, a specific cause for the events could not be conclusively determined through this evaluation. A specific cause for the report of further compromised right ventricular dysfunction and the reported symptoms could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. The controller event log file captured transient low flow fault flags throughout the log file, corresponding with the calculated flow reaching values as low as 2.3 lpm, below the low flow threshold of 2.5 lpm. These faults resulted in 19 low flow hazard alarms between 07:53:28 pm and 08:34:58 pm on (B)(6) 2018. The periodic log files also captured additional low flow alarms on (B)(6) 2018. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the data. The patient remains ongoing on (B)(4) and no further related issues have been reported at this time. The heartmate 3 lvas IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's vad speed was adjusted during admission. The patient was also given milrinone which reportedly resolved the low flow events. The patient was discharged home on diuretics and the event reportedly resolved on (B)(6) 2018.

Manufacturer narrative:
(B)(4): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having constant low flow alarms with pleural effusion, prominent jugular vein distention (jvd), volume overload, high pvr, and insufficient unloading of the left ventricle. The patient was started on inotropes for right ventricle support. The patient had a known history of severely reduced right ventricle dysfunction with dilated right ventricle which appeared to be further compromised by the above symptoms. No further information was provided.